Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 7.7-9.3cm and 9.8-10.1cm from the distal end, consistent with lead friction to another device. The etfe coating was intact at these locations. External insulation abrasion was found at 8.1-8.5cm from the distal end, consistent with lead friction to another device. The inner coil was visible at the same location. This is consistent with the observation from the field of intermittent capture if the lead were to come in contact with the inner coil.

Event description:
It was reported that the lead was explanted and replaced due to intermittent capture anomaly.